Manufacturer narrative:
Exact date unknown, event occurred a year ago from date manufacturer was made aware.

Event description:
It was reported that the patients ipg had shifted causing difficulty charging. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was moved from left flank to right side. The patient was doing well postoperatively.